Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low ca2 calcium gen.2 from (B)(6) 2017 through (B)(6) 2017 for at least seven patient samples. Of the data provided for three patient samples, only the results for two were reportable malfunctions. Patient 1 initial result was 5.8 mg/dl and the repeat results were 9.5 and 9.7 mg/dl. On (B)(6) 2017, patient 2 initial result was 6.6 mg/dl and the repeat results were 9.2 and 9.1 mg/dl. No erroneous result was reported outside of the laboratory. The customer stated he instructed the analyzer operators to report the average of the repeat values. There was no adverse event. The reagent lot number was 22142501 with an expiration date of (B)(6) 2018. The field service representative found the cell rinse was overflowing on one of the rinse stations. He replaced the tubing, adjusted the gear pump and pressures, and flushed waste valves. The customer ran precision testing which passed. Calibration and qc were also performed.